Event description:
It was reported the patient was having their vns explanted for lack of efficacy. Internal search of programming history data showed the patient to have high lead impedance on a system diagnostics test dated (B) (6) 2005. The patient's vns was programmed off on (B) (6) 2007 and explanted in 2009 for lack of efficacy. Good faith attempts have been made for additional details surrounding the event. An analysis was performed on the returned lead. Note that the lead assembly (body) including the section of the connector boot containing the model and serial number tag and the electrode section were not returned; therefore, it was not possible to verify the model and serial number during this analysis and a complete evaluation could not be performed on the entire lead product. The condition of the returned lead portion is consistent with conditions that typically exist following an explant procedure. No obvious anomalies were noted. The setscrew marks found on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portion were not performed, during the visual analysis, because the quadfilar coils were not returned. Based on the findings in the product analysis lab, there is no evidence to suggest an anomaly with the returned portion of the device. There were no performance or any other type of adverse conditions found with the pulse generator. The pulse generator performed according to specifications.

Manufacturer narrative:
Only a portion of the lead was returned for analysis which did not reveal any anomalies. Device failure is suspected in the lead portion not returned, but did not cause or contribute to a death or serious injury.